Event description:
It was reported that the patient experienced surgical complications on (B)(6) 2022. During impella removal a #4 fogerty catheter was inserted for embolectomy of the distal axillary artery. Upon removal, the catheter balloon was stripped off. Vascular surgery was consulted due to concern for distal embolization. The surgeon was unable to locate the balloon. A computed tomography angiograph (cta) with bilateral runoff showed filling defects in the right subclavian and brachiocephalic arteries. The patient was coagulopathic during surgery closure requiring 12 units of packed red blood cells (prbcs), 2 units of platelets, 7 units of fresh frozen plasma (ffp), and antithrombin to control bleeding. Upon arrival to the intensive care unit (ICU), the patient's platelets were still low at 102 and an additional unit of platelets was given. A centrimag device was placed on (B)(6) 2022 secondary to right heart failure after a transesophageal echocardiogram (tee) showed the patient's right ventricle (rv) was decompressed with severely reduced on closure. A planned lvad implant also took place on (B)(6) 2022. 1350 cubic centimeters (ccs) of chest tube output was observed on (B)(6) 2022. A computed tomography (CT) scan of the chest showed evidence of debris in the trachea and bilateral main bronchi. A bronchoscopy on (B)(6) 2022 revealed large old blood clots in the bilateral bronchi. The clots were successfully removed and no active bleeding was noted. The patient was brought back to the operating room (or) on (B)(6) 2022 for right brachial artery cutdown, right femoral artery cutdown, and right subclavian angiogram for foreign body removal. The surgery was complicated by embolization into the left vertebral artery with occlusion. Following a neurology consult on (B)(6) 2022, it was planned to leave the object in place due to risk of embolization into intracranial vasculature. Adequate perfusion of posterior circulation was present. The patient showed signs of hemolysis on (B)(6) 2022. An elevated plasma free hemoglobin was noted in addition to anemia. An additional unit of prbcs was given on (B)(6) 2022 for anemia. Plasma free hemoglobin continued to be elevated through (B)(6) 2022 and there was no need for blood transfusions. Elevated total bilirubin was also observed. Related manufacturer's report regarding heartmate 3 lvad: 2916596-2022-11311.

Manufacturer narrative:
Patient initials were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump, lot # l06851-la5, could not be conclusively established through this evaluation. A specific cause for the report of a likely infectious lung nodule could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The centrimag pump was not returned for evaluation. The reported events were not considered to be device-related. The us centrimag blood pump instructions for use (IFU) (rev. 09) lists bleeding, arterial non-cns thromboembolism, infection, hemolysis, and neurologic dysfunction as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled "inspection prior to use" states that the blood pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the blood pump if damaged or if any particulate matter is found on or inside the blood pump. Contact the manufacturer regarding return of any suspect blood pump. Review of the device history record (DHR) for the centrimag blood pump, lot # l06851-la5, revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.